Event description:
It was reported that during endoscopic retrograde cholangiopancreatography procedure, using this duodenovideoscope, the distal cover fell/broke off in the patient. The customer was able to retrieve the cover and completed with procedure. The procedure was prolonged for 10 minutes. There were no reports of patient or user harm.